Event description:
A pt service representative (psr) contacted zoll customer support to report an issue with the charger power supply. The psr received a replacement battery charger.

Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (power supply issue) has been confirmed. Upon evaluation, the power brick connector was defective. The connector pins were recessed into the connector. The cause of the recessed pins cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted form the defective power brick connector. No pt required a replacement battery charger.